Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Event description:
As reported by field clinical specialist (fcs), after rinsing the 23mm sapien 3 valve in the saline bowl, it was noted to be contaminated with what appeared to be a small black hair. The first valve was discarded and new valve and delivery system were used. Before opening a second valve, the team discussed the possibility of it being a blue thread from the sterile blue towels, but all agreed that its appearance was not thread like but rather a small black hair.

Manufacturer narrative:
Event, concomitant medical products , PMA/510k, and if follow-up, what type updated.  UDI (B)(4). The valve was returned to edwards lifesciences for evaluation with ID tag and holder unattached, and uncrimped. It was inserted into a qualcrimp and stored inside the solution jar. The returned device was visually inspected for any abnormalities and the following was observed: blue fibers were observed on the inflow side on the leaflet. No black hair was observed on returned device. No other visual abnormalities were observed on tissue, frame, sutures and skirt cloth. Material analysis was performed on the isolated material collected from the returned valve with fourier transform infrared spectroscopy (ftir). The results scan from ftir indicated the blue fiber-like material showed similar absorption characteristics when comparing to cellulose like material. Device history records (DHR) review of the related work orders did not reveal any manufacturing issues related to particulate contamination issues. A review of complaint history for valve particulate from june 2018 to may 2019 revealed other returned sapien 3 valve complaints. A review of complaint history reveals that the occurrence rate did not exceed the may 2019 control limits for the applicable trend category. A lot history review did not reveal any other complaints related to particulate contamination for related work orders. User manual and instructions for use (IFU) were reviewed for valve preparation and inspection steps. The documents were reviewed for valve rinsing/preparation instruction and no IFU/training deficiencies were identified for the procedure that could potentially lead to this complaint. During sapien 3 valve assembly, in process glutaraldehyde was changed out at the end of the assembly step. Multiple 100% visual inspection under 8x magnification were performed during sapien 3 valve assembly. These 100% visual inspections are able to identify presence of any particles, free sutures, debris, on valves or inside jars. After visual inspection completed, in process glutaraldehyde is changed out to rinse off any potential loose particulates and/or sutures in the jar or valves. Prior to final packaging, 100% visual inspection under 3x magnification was performed to ensure that no visible foreign materials (e.g. Particulates, free sutures, debris) are on the valves and inside the jars. The complaint was unable to be confirmed, as the reported ¿black hair-like material¿ was not observed during visual evaluation of the returned device. A manufacturing process walkthrough performed did not reveal any possible sources of black color hair-like material. As no sample of the black hair-like material was available for chemistry test, a direct comparison on material characteristics could not be make. Therefore, it is not possible to confirm that the reported black hair-like material originated from the thv manufacturing process. No labeling/IFU deficiencies were identified during evaluation and a review of DHR and manufacturing mitigations also did not reveal any indications that a manufacturing nonconformance as a source of the complaint. There is insufficient information to determine a root cause at this time. Although a blue fiber was observed during product evaluation, it was confirmed by the reporter that the particulate observed during prep ¿was not thread-like but rather a small black hair¿. Chemistry analysis results identified the blue particulate as a cellulose-like material.  The manufacturing process walkthrough did not reveal any possible sources of a blue cellulose material. The source of the blue particulate cannot be confirmed. Per the reporter, blue towels were used during the procedure, therefore it is possible that the blue fiber-like particulate was originated from the field (during procedure or handling of the device return). Since no black hair like material was observed from the returned device, the complaint was unable to be confirmed. No manufacturing non-conformance was identified based on the investigation, and there is insufficient information to determine a root cause at this time. Since no labeling/IFU/training deficiencies were identified and review of complaint history revealed that the occurrence rate did not exceed the may 2019 control limits for the applicable trend category, no corrective or preventative actions are required at this time.

Manufacturer narrative:
UDI: (B)(4). Investigation is ongoing.

Event description:
As reported by field clinical specialist (fcs), after rinsing the 23mm sapien 3 valve in the saline bowl, it was noted to be contaminated with what appeared to be a small black hair. The first valve was discarded and new valve and delivery system were used.